Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device incorrectly classified the episode as supra ventricular tachycardia (svt) for what the clinician and physician think was actually non-sustained ventricular tachycardia (nsvt). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.